Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s staphylococcus peritonitis. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/liberty cycler set malfunction or product deficiency. The cause of the patient¿s peritonitis cannot be determined with the information available. Peritonitis is a well-known potential complication in esrd patients on peritoneal dialysis.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance for a patient line is blocked alarm and during the call the patient reported peritonitis. The patient also reported fibrin clogging the catheter. Upon follow up, the pdrn stated that the patient was admitted to the hospital, however, has since been discharged and is fully recovered. Pdrn stated that the patient did have a culture taken which was positive for peritonitis. The organism was coagulase-negative staphylococci. Pdrn stated that the patient was prescribed antibiotics, but the type, route, dose, and duration were unknown as the patient was treated in the hospital. Pdrn was unsure of the cause of the peritonitis event as the patient does practice aseptic technique and has not reported any fluid leaks. The patient¿s discharge summary and medical records for the event were requested. Pdrn was unsure if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. There are no samples available to be returned to the manufacturer for physical evaluation.